Event description:
The international customer reported the v60 data window displayed a value of "*" and flow stopped. The unit was removed and replaced with a second v60 vent. The patient did not experience any adverse effect. The unit was being used on a patient at the time the issue occurred.

Manufacturer narrative:
Gds (gas delivery system) assembly and cpu board (central processing unit) were returned to the v60 vent manufacturing facility for evaluation. Visual inspection of the returned components did not reveal any signs of damage or contamination. The cpu board and the gds were installed in the test ventilator. Test unit passes the air delivery / flow accuracy test and the oxygen delivery / flow accuracy test. The test ventilator was run continuously for 12 hours without errors. No failures were found. The customer's report of flow stopped, and data window not displaying values could not be duplicated. Therefore, the root cause is undetermined. (B)(4).

Event description:
The international customer reported the v60 data window displayed a value of "*" and flow stopped. The unit was removed and replaced with a second v60 vent. The patient did not experience any adverse effect. The unit was being used on a patient at the time the issue occurred. However, there was no adverse patient effect.